Manufacturer narrative:
(B)(4). Date sent: 12/01/2025. D4: batch #a98a1u. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec3d60l device was returned with two er60g reload present. The reloads were received fully fired. Visual inspection revealed damage to the joint cover. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples met the staple form release criteria. However, the knife was noted to have nicks. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed it is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Additionally, photos were provided and they showed the condition of the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 10/30/2025. D4: batch #unk. Additional information was requested, and the following was obtained: describe what is meant by the unraveled staple? The was an open staple that was not initially there upon last inspection of the staple line, as seen in the photos attached to this complaint. Which firing did this occur? As stated in the complaint above the open staples was at the site of the first firing. Was the bleeding occurring at the place of the unraveling staples? The entire staple line was oozing but increased oozing at the site where the open staple was was it located at the beginning of the first firing or beginning of the second firing? First firing site. 1. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. 2. How was the bleeding controlled? With clips as mentioned in the complaint 3. How much blood was lost (ml)? Unsure. 4. Did the patient require a transfusion? No. 5. Could you please provide more details about the type of oozing? There are picture attached to this complaint that shows oozing of staple. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ec3d60l, with lot/batch #a98a1u, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a laparoscopic sleeve gastrectomy procedure was performed on the patient using ethicon 4000 60mm long. Firings consisted of 2 greens and 4 blues, in that perspective order. Upon completing the stapling of the stomach, the surgeon observed a dry and intact staple line, he then proceeded with a methylene blue test where he has anesthesia inject 20cc of methylene blue into the patients visigi and then another 10cc's. He then submerged the stomach under saline to see if there were any bubbles to suggest leaks, no bubbles were present. He then proceeded with 10 cc of air and staple line remains intact. Surgeon then had anesthesia suction out the methylene blue from the patients stomach through visigi bougie and removed the bougie, the staple line then began to ooze and started to bleed. The surgeon then proceeded to grab the bottom portion of the stomach to examine and spray tiseel when he noticed an increase in bleeding of the staple line which he then used 5mm ligamax clips to stop. He then noticed two unraveled staples around where the first firing occurred. He then removed the one staple that was clearly sticking out and as a safeguard threw 2 2-0 silk stiches, repeated the leak test with methylene blue and air with no bubble observed, no further bleeding of the staple line and sprayed tiseel as normal. There was no patient consequence nor surgical delay reported. No additional information provided.